Manufacturer narrative:
(B)(4): method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
A pt was scanned feet first with knee coil positioned around the left knee. During the examination, the pt observed pain in the joint of the elbow, but not at the place the burn was observed. The burn was first noticed the night after the examination. The elbows of the pt were resting against the inside of the bore near the opening of the bore. Investigation is still ongoing, final report will follow.